Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service and stated the patient had a staphylococcus infection under her pd catheter port. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024. No signs or symptoms were provided. The patient was diagnosed with peritonitis and a pd catheter infection. The patient¿s hospital records have not been sent to the pd clinic; therefore, the culture results and antibiotic therapy were not available. It could not be confirmed if the infection was staphylococcus. The patient did not require the pd catheter to be removed. The patient remains hospitalized and has an expected discharge date of (B)(6) 2024. No additional information was available.

Event description:
On 16/apr/2024 the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service and stated the patient had a staphylococcus infection under her pd catheter port. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024. No signs or symptoms were provided. The patient was diagnosed with peritonitis and a pd catheter infection. The patient¿s hospital records have not been sent to the pd clinic; therefore, the culture results and antibiotic therapy were not available. It could not be confirmed if the infection was staphylococcus. The patient did not require the pd catheter to be removed. The patient remains hospitalized and has an expected discharge date of (B)(6) 2024. No additional information was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis and pd catheter infection with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. The patient¿s spouse reported the infection was staphylococcus, but that was not confirmed by the pdrn. Staphylococci are normal pathogens of human skin flora. This suggests a probable cause of touch contamination; however, this cannot be confirmed without the documented culture results. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Catheter-related infections are a major predisposing factor in pd-related peritonitis with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.